Event description:
During the gastrectomy procedure, staples malformed, (open shape). Another device was used to complete the case. There were no adverse consequence to the patient. The device will be returned.